Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse installed plt processor board, performed verification, and all results were within specifications. However, the fse returned to the customer laboratory because the instrument gave plt results of 0.0 on patient samples. The fse installed another plt processor board and completed instrument verification; all parameters were within specification. Based on available records, the customer has not called back regarding this issue. Failure mode was attributed to plt processor board. (B)(4).

Event description:
The customer initially reported to beckman coulter (bec) that a startup on their coulter lh 780 hematology analyzer failed ramp test. The field service engineer (fse) went on site, installed a platelet (plt) processor board and verified the repair. Less that one hour later, the customer indicated the lh780 analyzer generated plt results of 0.0 on patient samples. The erroneous results were not reported out of the laboratory.